Event description:
It was reported to resmed that an astral device powered off and had a black display with alarm. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device could not reproduce or confirm the complaint of the device powering off . Review of the device data logs confirmed a battery inoperable alarm and total power failure alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).